Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
It was reported that this local representative contacted technical services on (B)(6) 2018. This patient was seen in-clinic on (B)(6) 2018 and loss of left ventricular (lv) lead capture was observed. The lv vector was reprogrammed and capture was obtained. Additionally, the lower rate limit was increased to 70 bpm. Subsequently, the technical service consultant was informed that a heart logic alert had been declared. The technical service consultant discussed factors that could impact the heart logic index. The local representative plans to investigate further. No adverse patient effects were reported.